Manufacturer narrative:
Section b3: event date estimated to 16 days prior. Section d4: UDI number corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop; however, a specific cause for the pump stop event could not be conclusively determined through this evaluation. Review of the log files revealed controller clock corrupt alarms due to the controller¿s clock being reset to the default timestamp of 01jan2000. The pump¿s clock was also reset, suggesting that there was a complete loss of power to the system which would have caused the pump to stop. The onset of the event was not captured in the submitted log files, therefore a specific cause could not be conclusively determined. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed throughout all files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent to see if there is anything unusual. The event log file contained controller clock corrupt alarm flags. These types of alarms are typically the result of a loss of all external power. The periodic log file suggested that the event may have occurred approximately 16 days prior to the reported date. During the event the patient would have been off support for unknown amount of time. The alarms indicated that the external power was restored, and the pump resumed normal operation with the controller clock corrupt faults active. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. Based on the data, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. It was noted that the patient did not recall the event. Additional information was provided that the cause of the controller clock corrupt and pump stop events was unknown. It was noted that it likely could be accidental patient disconnect. The device was checked for troubleshooting. The patient did not experience any adverse events at the time of the event and no treatments were performed. The patient was in a stable condition and was discharged soon from the hospital.